Manufacturer narrative:
(B)(4) the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure to treat a 80% stenosed de novo lesion in the superficial femoral artery (sfa) with moderate calcification and mild tortuosity. The vessel diameter was 6mm. Pre-dilatation was perfromed with a 5.50x150mm armada balloon at nominal pressure for 20-25 seconds. Then, the 5.50x150mm supera self-expanding stent system (sess) was advanced to the target lesion and the stent was deployed; however, the stent became severly elongated by 50-60mm. The stent remained implanted in the patient. There was no adverse patient effect and not clinically significant delay reported in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the pre-dilatation sizing table located in the supera instruction for use (IFU) lists a recommended minimum inflated balloon diameter of greater than 5.5mm for a 5.5mm supera stent (= 1mm). The vessel/duct after pre-dilation should be at least the size of the stent diameter. If recommended vessel/duct diameter cannot be gained, optimal stent deployment may not be achieved and revised stent sizing should be considered. It is possible that inadequate pre-dilatation of the vessel contributed to the reported difficulties; however, this cannot be confirmed. Based on the information provided, a definitive cause for the elongation could not be determined. It may be possible that the vessel diameter was narrowed in some locations causing the stents to elongate during deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device not available for evaluation.